Manufacturer narrative:
It was reported that "while giving a ceftriaxone injection I push down on the syringe to inject medication the entire body of the syringe pops off and disconnects from the needle while the needle stayed inserted in the child's leg". No additional information was provided. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
Syringe disconnects from needle.